Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. No parameters were changed with the reset. The device remains in use. No patient complications have been reported as a result of this event.